Event description:
This was a (B)(6) male with a past medical history of chf (ejection fraction of 45%), type 2 diabetes, chronic myeloid leukemia, aortic valve repair, cad, renal insufficiency, chronic anemia, hypertension and atrial fibrillation. He presented to the ed on (B)(6) 2011, complaining of lightheadedness, nausea and low blood pressure, which began this morning. He woke up and was just feeling dizzy and persistently vomiting. Ems was called and upon arrival, pt's systolic bp was in the 60's. Pt has automatic implantable cardiac defibrillator (aicd) but denied noticing any aicd firing or any chest pain. Pt was being admitted for shock, which was likely due secondarily to cardiogenic cause. The pt's malfunctioning aicd was thought to be the etiology. The medtronic aicd tech was consulted to interrogate the pacer and also cardiologist was consulted. While waiting for medtronic tech and cardiologist, pt was externally paced. His bp initially responded with improved bp, but this only lasted a few minutes. Upon arrival, medtronic tech confirmed aicd was not functioning properly. Attempted to place transvenous pacer, but this did not capture either. Pt became asystolic at this point and CPR was started. Pt expired at 21:52 on (B)(6) 2011.